Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz0106 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed on (B)(6) 2018. The catheter was stated to be blocked on (B)(6) 2018 and it was removed on (B)(6). The catheter maintenance was performed outside the hospital, the block was found when the patient was back to the hospital for chemotherapy.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to infuse is unconfirmed as the problem could not be reproduced. One 4 fr powerpicc solo was returned for investigation. Evidence of use was observed throughout the sample. A slight bend was present near the 20 cm depth marker. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. As no apparent issues were observed during functional testing of the returned sample, the complaint could not be confirmed. A lot history review (lhr) of rebz0106 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed on (B)(6) 2018. The catheter was stated to be blocked on (B)(6) 2018 and it was removed on (B)(6). The catheter maintenance was performed outside the hospital, the block was found when the patient was back to the hospital for chemotherapy.